Event description:
Because of a gear pump malfunction on the 2p roche modular automation line, hundreds of creatinine results were falsely elevated. This malfunction was not constant but sufficient enough to impact results. Careful review of serum creatinine results from the affected instrument line was performed and samples retested, followed by result correction where indicated. A letter was sent by laboratory to physicians/customers noting this event (over 300 patients affected).additional process steps added as quality monitor. Once per shift a patient sample will be repeated for comparable results. This is in addition to current process of running known quality control samples daily. Lab computer has acceptable limits programmed to halt patient result reporting until a medical technologist evaluates such notification.====================== health professional's impression======================this device malfunction caused adverse patient events, i.e. 4 patients were referred to nephrologists for possible kidney malfunction. ====================== manufacturer response for roche modular automation line (analytical module), roche======================the service representative came to evaluate the problem. He determined the cause as "mechanical failure of gear pump" and replaced the pump. As a precautionary measure he also replaced the pressure gauge.